Manufacturer narrative:
(B)(4). This report for a check your position alarm (with air in the line) was not confirmed due to a lack of sample, therefore, the root cause could not be determined. The lot number is unknown therefore a batch review was not performed. Labeling review found that the labeling was adequate for the potential use error identified in the complaint. Upon completion of the trend review, no adverse trend was identified.

Event description:
A customer contacted baxter's technical service center and reported receiving a check your position alarm on the homechoice (hc) machine during fill 1. The home patient (hp) stated that there was air in the patient line. The technical service representative (tsr) assisted the hp in ending therapy on the hc due to air in the line. According to the nurse the patient resumed therapy just fine and did not report any further problems. The patient she did not observe any holes or leaks in the cassette or lines. The patient stated she was new to therapy and are still getting used to it. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample was discarded, therefore baxter cannot determine the root cause.